Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the second fire, the stapler cut the tissue half way. Another device was applied and the staple line was over sewed. Operating room time was extended by approximately 30 minutes.